Manufacturer narrative:
(B)(4). In place of performing accuracy testing within this current complaint evaluation, a review was performed of historical data from a previous evaluation that used the same lot number of reagent (B)(4). The acceptance criteria for controls, calibrators and troponin-I panel 1 samples were met with all results within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert (B)(4) contains information to address the customer's current issue. Based on the current evaluation, a product malfunction was not identified. No new or additional issues were identified requiring further investigation. Evaluation, method: review of complaint tracking and trending.

Event description:
The customer states that a serum and a plasma sample were drawn from one patient and tested with the architect stat troponin-I assay on an architect (B)(4) analyzer ((B)(4)). The serum sample generated the following result: 9.8 ng/l. The plasma sample generated the following results: 40.7, 24.0, and 13.5 ng/l. The customer uses a cut-off value of 30 ng/l. Both samples were then frozen. Three days later, both samples were thawed and centrifuged and retested on a different architect (B)(4) analyzer ((B)(4)). The serum results ranged from 7.2 to 58.0 ng/l and the plasma sample generated results ranging from 14.8 to 28.2 ng/l. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.